Event description:
It was reported that shiny material was observed in the sponge of the minicap before use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 1 of 13.

Manufacturer narrative:
(B)(4).a review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was returned to baxter and an evaluation was completed. A visual inspection of the device was performed with no issues noted. There was no particulate matter observed on the returned sample. Upon conclusion of the investigation, no defects were identified on the returned device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.